Manufacturer narrative:
Device passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an audio anomaly. Blood glucose value was 148 mg/dl at the time of the incident. No troubleshooting was performed. There was no indication that the audio issue was fixed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.